Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was received: the generators and pads were installed 2021. There were sometimes when the generator would not give energy at all and some would give too much. Stryker smoke pencil and 3m sticky pad used. The issues with stryker has been reported to stryker but all of the pencils were discarded so no analysis were completed. Additional information was requested, and the following was obtained: were there any patient consequences? Patient did receive a small pad site burn. It is unknown how patient is doing or if any further treatment was necessary after procedure. What is the severity of the burn? It is unknown if a burn occurred during this procedure. What medical intervention was used to treat the burn? (Such as salve or stitches) unknown. Besides the burn, did the patient experience any adverse consequence due to the issue? Unknown. Are there any anticipated long-term effects from the burn or injury? Unknown. Did the patient for (B)(4), event date: (B)(6) 2023 receive a burn? Unknown. What medical intervention was used to treat the burn? (Such as salve or stitches) unknown. Besides the burn, did the patient experience any adverse consequence due to the issue? Unknown. Are there any anticipated long-term effects from the burn or injury? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unknown procedure a stryker pencil activated by itself without user activating pencil or foot pedal. It is unknown if the procedure was completed successfully.